Manufacturer narrative:
The affected devices were returned and evaluated. Our investigation confirmed that the guide wire was seized or lodged in the nail. We removed the guide wire from the nail and discovered that the cause of the failure was due to a significant amount of biological debris which had become lodged inside the nail. This debris caused the wire to jam or seize inside the nail cannulation. Once the debris was removed, the wire functioned normally with the nail. No material or manufacturing deviations were noted during our investigation.

Event description:
It was reported that the guide rod got lodged in the nail causing surgery time to be extended 30-60 minutes.